Manufacturer narrative:
No product has been returned and a valid serial number has not been provided. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Clinical data was reviewed and confirmed that libre sensors continue to be safe, effective, and perform as intended in the field. Stability data for libre sensors was reviewed and showed no anomalies or non-conformance's that could have lead to the complaint. A tripped trend review was conducted for the reported complaint and fs libre sensors, no trends were identified that would indicate any product related issues. If the product is returned, the case will be re-opened and a physical investigation will be performed. The serial number provided by the customer in the initial report was deemed invalid upon extended investigation and therefore section has been updated to unk.

Event description:
A customer reported obtaining a "lo'" message (reading less than 40mg/dl) which was lower compared to how they felt while wearing the adc freestyle libre sensor. On (B)(6)2019, the customer had unspecified hyperglycemic symptoms and went to the hospital where a laboratory result of 467mg/dl was obtained. The customer received unspecified treatment by a non-hcp and was given insulin (dose/type unknown) by an hcp for hyperglycemia. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported obtaining a "lo'" message (reading less than 40mg/dl) which was lower compared to how they felt while wearing the adc freestyle libre sensor. On (B)(6) 2019, the customer had unspecified hyperglycemic symptoms and went to the hospital where a laboratory result of 467mg/dl was obtained. The customer received unspecified treatment by a non-hcp and was given insulin (dose/type unknown) by an hcp for hyperglycemia. There was no report of death or permanent injury associated with this event.